Event description:
It was reported that there was a left knee revision due to infection.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that there was a left knee revision due to infection.

Manufacturer narrative:
Additional devices listed in this report: cat 5565-s-018, lot m4h35e, description: tri press-fit stem 18mm x 100mm. Cat 5512-f-501, lot dsay, description: tri ts femur sz5 left. Cat 5521-b-600, lot bulp, description: tri ts baseplate size 6. Cat 5560-s-112, lot n5t29, description: tri cemented stem 12mm x 50mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. H3 other text : not returned to manufacturer